Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the pledget falling apart.

Event description:
Consumer states that while using u by kotex security super absorbency tampon, she observed tampon pieces expelled from the body. The consumer states experiencing nausea, vaginal pain and odor. Consumer received medical attention, to remove existing tampon pieces, and was prescribed slucanozole.